Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Flowmeter needed replacement. Replaced flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that ng occurred in flow verification test (-415ml). Per review of wo on 14dec2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ng occurred in flow verification test (-415ml). Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, updated entry description (see attachment). Device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Flowmeter needed replacement. Replaced flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ng occurred in flow verification test (-415ml). Per review of wo on 14dec2023, there was no patient involvement.